Event description:
It was reported that the patient underwent a catheter revision; replacing only a portion entering into the spine. Per the reporter, the catheter initially ran into some resistance very temporarily but got perfect consistent cerebral spinal fluid flow. Two days later the health care provider planned to perform a catheter dye study as the patient "presented as withdrawal" with fever, irritability and increased tone since the implant. Per the reporter, the "surgeon believes it may be epidural. Dye study images seemed to read that catheter was intrathecal". Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: unk, explanted: unk. (B)(4).

Manufacturer narrative:
Catheter model # unknown, lot# unknown, implanted: unk, explanted: unk.

Event description:
Additional information: it was reported that the revision was performed as the patient was not getting spasticity relief and was experiencing intense spasticity.the side access port aspiration had showed that catheter was not patent. Drug delivered via the device was not known.